Event description:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips observed that touchscreen assembly stopped responding while investigating the device. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The units display is dark on the lower half. Display assembly got replaced. Device was tested and calibrated to confirm that is back to expected functionality. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.